Event description:
It was reported, "threaded tip of old hybrid revision screwdriver snapped off in the va sd screw head. Surgeon unable to grab on to broken tip, so surgeon decided to leave the tip in the screw head. Surgeon didn't feel it prudent to try and pull screw out for fear of compromising the hole."

Manufacturer narrative:
Na